Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 232 mg/dl. Customer is feeling sick. Customer is unable to feel the vibration of the low predicted alarm. The blood glucose reading at the time of the event was 360 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with IV insulin. Nothing further reported.